Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Insulin pump received with serial number label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose level of 588 mg/dl. The customer¿s current blood glucose was 317 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also experienced blood glucose of 360 mg/dl and 600 mg/dl. The customer was treated with insulin drip. Customer did not allege pump and was under delivering. Customer was advised to discontinue use of the pump and revert to backup plan. Customer declined to troubleshoot for high blood glucose as pump is already replaced due to rubbed off label. Insulin pump will be returned for analysis.